Event description:
The customer reported experiencing high blood glucose. The blood glucose reading at time of the call was 330 mg/dl. Troubleshooting was performed. The programming, time, and date on the insulin pump were correct. The customer stated that he changed the infusion set to resolve the issue. Ran a fixed prime test and the device passed the test. Performed a high pressure test and failed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.